Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after wire access, the glidesheath slender dilator would not advance over the wire. The sheath and dilator were removed, and it was noted that the dilator was bent. A second sheath dilator was pulled and before it was attempted to be put in the patient, it was noted that the tip was bent, and wire would not pass. A third sheath was pulled and advanced. The left heart catheterization was performed with ffr. The sheath was removed and a vasc band was applied. A hematoma was noted. The blood loss was less than 250 cc's. The procedure was completed, and the patient was discharged but returned emergently around midnight. The patient was taken to surgery for hematoma and compartment syndrome. During the surgery it was noted that there was a tear in the radial artery. The patient was reported to be in stable condition.